Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up appointment on the atrial lead. While reviewing x-rays, the physician found that the atrial lead had dislodged. The lead was repositioned on (B)(6) 2021 and the patient's condition was stable.